Manufacturer narrative:
Date of event: exact date unknown, event occurred within last few days from date manufacturer was made aware.

Event description:
It was reported that the patients wound had split open at the ipg site. It was believed that the complication was not procedure and device related. The physician saw patient in the clinic and cleaned the patients wound.